Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes output and sensing anomalies. Difficulty in fitting the test cable into the connector block of the pacemaker was~~~~~